Event description:
Patient presented to the hospital with a vt. The device did not treat the vt. The vt continued on and the device did not deliver anymore therapy even in the vt zone. Alert message shows a possible defect in the output circuitry and shock impedance out of range. The lead was explanted. Visual inspection of the lead revealed an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. Analysis noted abrasions on the outer insulation at 19.6cm to 21cm as a result, one of the rv cables fractured, melted, and was exposed. The lead abrasion is consistent with that produced by friction with the ICD can.